Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test was unable to be performed due to motor error alarm. The device was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 225 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm when they press the act button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.